Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the onformation received, potential bowel perforation. Patient went to hospital on the (B)(6) 2016 with abdominal pain and distension. He had self irrogated theprevious day for the first time for anteriror resection syndrome. In the medical notes it is documented that the patient injected air instead of water, CT scan showed colonicperforation secondary to colonic irrigation at anastomatic site. Patient went to theatre at approx 22.00 and had a laparotomy and adhenolysis with stapled anastomosisand washout with formation of ileostomy.